Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5099574-1 diabetes mellitus is a known cause of hypoglycemia. H6: health effect - impact code - f1005 - overdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Per documentation from mw5099574 it was reported that the patient experienced inaccurate cgm values with dangerously low blood glucose levels being incorrectly identified, and which led to more insulin being delivered when the dose should have been reduced. The patient experienced ¿low sugars that nearly caused loss of consciousness.¿ no cgm values, bg values, symptoms, or treatment information were provided but the patient stated she had not been hospitalized related to the issue. The patient stated that as a result of the inaccurate values being sent to her insulin pump her a1c had risen over an unspecified time frame in 2022 from 6.4 in to 7.0. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.